Manufacturer narrative:
Possible aro. A ge representative evaluated the system and performed a filament calibration. Entrance dosage measurement was not taken before the calibration. System operates as intended.

Event description:
Customer reported the system is displaying a filament regulator failure error message. No patient injury was reported.